Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the pacemaker was subjected to an electrical analysis, revealing that the device could not be properly interrogated, confirming the clinical observation. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery was found depleted. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further detailed analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. Next, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume, that the increased impedance has led to a voltage decrease and therefore to the clinical observation. In conclusion, during analysis the devices therapeutic functionality of the device was tested and found to work as expected. However, an analysis of the battery revealed an elevated battery impedance which presumably led to the clinical observation.

Event description:
After an estimated implantation period of approx. 51 months, it was observed that the device could not be properly interrogated.